Event description:
It was reported that the user experienced sustained high blood glucose after a supply change while using the ilet with subcutaneous insulin via pen for correction, with the cause of the hyperglycemia unclear and insufficient device component information available. Symptoms included hyperglycemia and nausea. Outcomes included an unexpected medical intervention, as the user required additional medication, and the incident met the threshold of a serious illness or impairment. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no findings available and insufficient information regarding any specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial